Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review below is for part # 02.124.409s, manufacturing location: mezzovico, manufacturing date: 05.dec.2012 expiry date: 01.nov.2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID # is: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on 4/16/2014, patient was treated with a 4.5mm va-lcp condylar plate for a distal femur fracture. Treatment resulted in a nonunion. Hardware was removed by dr. (B)(6), on (B)(6) 2015, and treated with reamer/irrigator/aspirator collected bone graft and a synthes retrograde femoral nail with blade. Also treated with stimulan. During hardware removal, one of the 11 screws used in the plate was found to be broken. It was removed using the synthes screw removal set. All other screws removed without incident. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was preformed: the following devices were received: 4.5mm cortex screw (part # 214.8xx / lot # unknown) and 4.5mm va lcp curved condylar plate (part # 02.214.409s / lot # 8177899). The returned implants show signs of being implants. The plate is intact an exhibits minimal discoloration and marks consistent with implantation. There are no complaints or issues found with the returned plate. The screw was returned broken and only the head portion was returned. The exact cause of the complaint condition is unknown, but it is most likely due to unintended weight bearing due to the non-union. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The exact cause of the complaint condition is unknown, but it is most likely due to unintended weight bearing due to the non-union. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.